Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the tubing from the retic stain chamber was disconnected. The fse replaced the retic stain chamber tubing to resolve the leak. The fse also replaced the aperture and the o rings. He balanced the aperture and adjusted the wbc calibration factor to resolve the failing wbc background issue. The manufacturer reference number for this event is (B)(4).

Event description:
The customer reported a leak of diluent and stain from the front on the lh780 instrument. The volume was reported as less than 2 ml of stain and diluent and the leak was not contained. The customer also reported the white blood cell (wbc) background was failing at the time the leak was observed. No erroneous results were generated in connection with the reported event.